Manufacturer narrative:
(B)(4). This is in response to mw5086786. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling.

Event description:
Received voluntary medwatch report from us food and drug administration which notes that a patient reported that after they were injected in the chin with 1 syringe of an unspecified juvéderm® that within the first 24-48 hours the patient developed cellulitis, ¿during days 1-10 the skin on the head, neck and face started peeling excessively¿ and ¿ate though several layers of skin.¿ during the first 30 days, the patient had ¿severe chest pain, blue bulging veins appeared on the chest, trouble breathing, skin necrosis around the area where the juvéderm® was injected¿, and the patient reported ¿juvéderm® is stuck in an artery¿, and also reported having ¿3 mini-strokes.¿ the patient was concomitantly injected in the submental area with kybella® and experienced adverse events not related to the juvéderm®. These adverse events for kybella® are noted as the kybella® is ¿working aggressively, dissolving too much fat¿, it has ¿moved up into the lower face and is eating away at the facial fat¿, and that their head ¿pops when turning left or right,¿ and being ¿dizzy every day, falling¿, ¿kybella® ate through the platysma bands and got into my arteries¿, and their jaw bone ¿is now appearing from under the skin.¿ treatment is noted as hospitalization. No other information provided.